Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that around 4 am, he had suffered a hypoglycemic episode while on a concomitant use of cgm and acetaminophen. Acetaminophen use is contraindicated per cgm's user's guide. Patient's wife heard him moaning and sweating in bed and attempted to tend to patient with glucose tablets but patient remained incoherent so patient's wife transported him to the hospital. At the hospital, patient's bg was measured at 54 mg/dl while cgm was reading 81 mg/dl. Patient was treated with glucose at the hospital and was released 2 hours later. At the time of his call to dexcom technical support, patient was feeling well.